Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being diagnosed with tmj (temporomandibular joint) and tmd (temporomandibular disorder). Patient has had mouth sours, sensitivity, and nodules as a result of byte treatment with pain at level 7.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.